Event description:
It was reported by the patient that following a wrist procedure, the pain pump that had been placed began leaking. It is unknown at this time, if the pump was replaced with another pump or if it was removed.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation.